Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the gripper line broke during removal and the deployed clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. A second mitraclip delivery system (cds (B)(4)) was advanced to the mitral valve. The clip was deployed on the mitral valve leaflets without issue. However, the gripper line could not be removed. The cds was removed from the steerable guide catheter. While attempting to remove the gripper line, approximately 20 cm of the gripper line was removed and the gripper line broke and the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda). Mr was at 3. A third clip was implanted to stabilize the slda clip, reducing mr to 2. A total of three clips were implanted. The patient is stable. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper line break and single leaflet device attachment/slda appear to be related to procedural conditions and secondary effects to the resistance/inability to remove the gripper line. In addition, it is likely that patient morphology/pathology influence the slda, as the restricted posterior leaflet could have potentially affected leaflet insertion in the clip. Regarding the reported inability to remove the gripper line, it is possible that the mitraclip delivery system(cds) device experienced compressive forces on the gripper lumens while in the anatomy, and curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils; however, based on the information provided and without the device to analyze, a cause for the resistance/inability to remove the gripper line in this incident could not be determined. The reported foreign body left in the patient appears to be a result of procedural conditions, as approximately 60cm of the gripper line remained in the anatomy. The reported additional therapy/non-surgical treatments were a result of case specific circumstances, as a multipurpose catheter was used in attempts to cut the gripper line as much as possible proximal to the deployed clip, and a third clip was reportedly implanted to stabilize the slda clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed, additional information received:a multipurpose catheter and another catheter were used in attempts to cut the gripper line as much as possible proximal to the deployed clip. It was impossible to remove the gripper line during both attempts. Approximately 60 cm of the broken gripper line remains in the patient.